Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer receive multiple, intermittent occlusion alarms. After the alarms, the customer usually was able to resume insulin and deliver the reminder of the bolus. The customer's blood glucose (bg) level ranged from not being impacted to over 500 mg/dl and insulin injections were administered to address the high bg level. After the most current occlusion alarm, tandem technical support had the contact perform a system check and the infusion set site appeared to possibly be the cause of the occlusions; however, a cartridge from another set was to be loaded onto the pump. The contact indicated that the customer was possibly going to continue to use insulin injections for the day.